Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia on (B)(6) 2010, dependent edema on (B)(6) 2010, hypertension, edema, gerd, insomnia, pregnancy with iud, hernia repair, cholecystectomy, heartburn, joint pain, epigastric pain, rheumatoid arthritis, dyspepsia, depression, back pain and paraesthesia of limbs. Concurrent conditions included overweight, uterine fibroids, acid reflux (oesophageal), periumbilical pain, menstruation frequent, posture abnormal, weakness, difficulty in walking, menometrorrhagia, back stiffness, change in sleep pattern, swelling nos, skin peeling, obesity, osteoarthritis, generalized anxiety disorder, dysfunctional uterine bleeding, irregular menstruation and cervicitis. Concomitant products included candesartan since (B)(6) 2014, citalopram until (B)(6) 2014, diclofenac, docusate sodium, doxycycline, ethinylestradiol;levonorgestrel (seasonale) since 2007 to december 2012, furosemide since (B)(6) 2010, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), hydromorphone, hydroxychloroquine, irbesartan since (B)(6) 2014, meloxicam, nsaids, olmesartan medoxomil (benicar), olmesartan from (B)(6) 2013 to (B)(6) 2014, omeprazole since (B)(6) 2013, ondansetron, paracetamol (acetaminophen) since (B)(6) 2012, potassium chloride, pregabalin since (B)(6) 2013, trazodone since (B)(6) 2014 and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),/ heavy vaginal bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 9 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced fatigue ("fatigue"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication-yes"). The patient was treated with norethisterone (ortho micronor) and surgery (novasure endometrial ablation/ablation on (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anaemia and metrorrhagia had resolved, the fatigue, depression, anxiety, fibromyalgia, nausea, dysmenorrhoea and post procedural complication outcome was unknown and the migraine and headache was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test result- total bilateral occlusion. Fallopian tubes were occluded.. Ultrasound pelvis - on (B)(6) 2013: 1. Multiple small uterine fibroids. 2. Otherwise unremarkable examination. On (B)(6) 2013: 1. Small 1 cm right periumbilical hernia containing omental fat. 2. Otherwise no acute abdominal or pelvic abnormality on this noncontrast scan. 3. Previous cholecystectomy. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain ,menorrhagia, fatigue, anemia, fibromyalgia, nausea, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- metrorrhagia, post removal complication. Outcome of the events updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, edema, gerd and insomnia. Concomitant products included candesartan since (B)(6) 2014, citalopram until (B)(6) 2014, ethinylestradiol;levonorgestrel (seasonal) since 2007 to december 2012, furosemide since (B)(6) 2010, irbesartan since (B)(6) 2014, nsaids, olmesartan from (B)(6) 2013 to (B)(6) 2014, omeprazole since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012, pregabalin since (B)(6) 2013 and trazodone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),/ heavy vaginal bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 9 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with norethisterone (ortho micronor) and surgery (ablation on (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and headache was resolving, the menorrhagia, fatigue, depression, anxiety, fibromyalgia, anaemia, nausea and dysmenorrhoea outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test result- total bilateral occlusion. Fallopian tubes were occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: updated outcome of event headache to recovering/resolving from unknown. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, edema, gerd and insomnia. Concomitant products included candesartan since (B)(6) 2014, citalopram until (B)(6) 2014, ethinylestradiol; levonorgestrel (seasonal) since 2007 to (B)(6) 2012, furosemide since (B)(6) 2010, irbesartan since (B)(6) 2014, nsaids, olmesartan from (B)(6) 2013 to (B)(6) 2014, omeprazole since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012, pregabalin since (B)(6) 2013 and trazodone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 9 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with norethisterone (ortho micronor) and surgery (ablation on (B)(6) 2014 and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and migraine was resolving, the menorrhagia, fatigue, depression, anxiety, fibromyalgia, headache, anaemia, nausea and dysmenorrhoea outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test result- total bilateral occlusion. Fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received : aka name added, patient demographic updated, essure removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, fibromyalgia, migraines, headaches, anemia, nausea, dysmenorrhea (cramping), fatigue. Events outcome updated, events onset date, events severity, treatment drug, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.